Manufacturer narrative:
510(k) number: k160229. Device evaluation: 1 unit of lot c1809669 of echo-hd-22-ebus-p-c was returned opened not in its original packaging. With the information provided, a physical examination and document based investigation was conducted. It should be noted that this file is related to another complaint file. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on 03 june 2021. In summary the following results were observed in the lab evaluation: the distal end of the needle was found to be broken approx. 4.2cm from the tip of the sheath. A proximal kink below the sheath extender was also observed which will be investigated under another complaint file. Clarification was requested as follows; ¿can you please open up a new pr for a "proximal kink below sheath extender observed during lab evaluation of pr 331085" as this failure could not be linked to the complaint issue? Can you please ask the following in relation to this complaint; - was the proximal kink below the sheath extender observed when the device were being sent back to cook ireland? If it was not then this would indicate that the kink came about as a result of transport returns which will mean the new pr that you will open can be cancelled¿ reply was received as follows; ¿I did not inspect the device prior to returning it but I strongly doubt that the kink occurred in transit¿ as a result of the above confirmation an additional pr was opened for the proximal kink observed below the sheath extender. Document review including IFU review: prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p-c of lot number c1809669 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1809669. The notes section of the instructions for use, ifu0110-6 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0110-6). Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause is difficult to determine but could be attributed to advancement into a hard lesion or through hard tissue such as cartilage causing the distal tip of the needle to break. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did experience an adverse effect due to this occurrence. The broken section of needle remained in the patient who was transferred to another hospital for surgical removal of detached needle section. A routine procedure has become an additional operation and in patient stay. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
510(k) number: k160229. Device was evaluated on the 03-jun-2021, distal needle break confirmed. The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental follow-up report is being submitted due to the receipt and evaluation of the complaint device. Device was evaluated on the 03-jun-2021, distal needle break confirmed. Initial report details: the needle broke inside the patient during an ebus procedure. The detached portion remained in the patients lung. "As per cc form": the echotip needle broke during the procedure and the detached piece remained in the patient as it was not possible to remove it. A section of the device did remain inside the patient¿s body. The broken section of needle remained in the patient who has now been transferred to soton general hospital for surgical removal. The patient did require any additional procedures due to this occurrence. Patient transferred to soton general for surgical removal of detached needle section. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. As above. A routine procedure has become an additional operation and in patient stay. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 4r please describe the size of the intended target site. 15mm. If not with the device in question, how was the procedure performed and/or finished? Abandoned having switched to bronchoscopy to try (but fail) to remove needle fragment. Has subsequently had CT biopsy was the device used in a tortuous position? Not particularly are images of the device or procedure available? No. The needle itself is to be sent back. Was the device damaged in packaging before removal? No. Was the device damaged on removal from packaging? No. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer and model number that was used? Was the scope recently serviced / repaired? Was resistance felt while inserting the device through the scope? No. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? When attempting a further sample, however, in retrospect I suspect needle had fractured on previous pass. Was the syringe used during the procedure, after the stylet was removed? No. Was difficulty experienced while retracting the needle? No. Was it possible to fully retract before removing the needle from the patient? Yes (but fragment left loose and visible via bronchoscope). Was gaining access to the target site difficult? Was the endoscope in a flexed or twisted position at any time during the procedure? Not particularly. Was puncture of the target site difficult? Had achieved on 1 pass but suboptimal position / short throw so removed and tried again. I wonder if (in retrospect) the needle actually fractured on the second pass as the ultrasound image was very odd ¿ with white / grey shadow / interference over much of the image ¿ could not confidently identify needle tip due to this so retracted and tried again. I wonder whether the interference was in fact from the metal needle / fragment? On third / final attempt needle did not seem to advance into node and at that point could see on camera part of needle in odd position. Retracted needle with apparent ease but could then see loose tip in airway no longer attached. Had some difficulty attempting to advance needle into node on 3rd pass but no more than during previous successful procedures. Was the stylet partially removed when advancing into the target site? No. How many samples were obtained with this needle? None. Did any section of the device detach inside the patient? Yes, the needle tip. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a / no. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. Was there difficulty in attaching or detaching the device of the leur lock to the scope? No. If the device is a procore, is the kink located distally at the notch / core trap? I assume. Fractured at or proximal to this as cannot see the notch on remaining bit of needle.

Manufacturer narrative:
510(k) number: k160229. The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The needle broke inside the patient during an ebus procedure. The detached portion remained in the patients lung. "As per cc form": the echotip needle broke during the procedure and the detached piece remained in the patient as it was not possible to remove it. A section of the device did remain inside the patient¿s body. The broken section of needle remained in the patient who has now been transferred to soton general hospital for surgical removal the patient did require any additional procedures due to this occurrence. Patient transferred to soton general for surgical removal of detached needle section. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. As above. A routine procedure has become an additional operation and in patient stay. Are images of the device or procedure available? N/a, yes, no if the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, handle end, patient end were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no please specify if yes. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a, yes, no if the device is a procore needle, is the device damage located at the notch / core trap? N/a, yes, no if no, please specify where the damage is located: _____________________ was gaining access to the target site difficult? N/a, yes, no was the device used in a tortuous position? N/a, yes, no was puncture of the target site difficult? N/a, yes, no please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). A. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. Please describe the size of the intended target site. If not with the device in question, how was the procedure performed and/or finished? Was the device damaged in packaging prior to removal? N/a, yes, no was the device damaged on removal from packaging? N/a, yes, no was force required to remove the device? N/a, yes, no did the patient require any additional procedures as a result of this event? N/a, yes, no what intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? N/a, yes, no if yes, please specify what was observed and where on the device it was observed. What is the scope manufacturer and model number that was used? Was resistance felt while inserting the device through the scope? N/a, yes, no was the scope recently serviced / repaired? N/a, yes, no when was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Was the syringe used during the procedure, after the stylet was removed? N/a, yes, no was difficulty experienced while retracting the needle? N/a, yes, no was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a, yes, no was the endoscope in a flexed or twisted position at any time during the procedure? N/a,yes,no was the stylet partially removed when advancing the needle into the target site? N/a,yes,no how many samples were obtained (passes completed) with this needle? Did any section of the device detach inside the patient? N/a, yes, no if yes, please specify: was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a, yes, no was there difficulty in attaching or detaching the device to the accessory channel port on the scope? N/a, yes, no when the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a, yes, no if an ebus procedure did the needle tip hit the cartilage rings of the trachea?